Event description:
Additional information was received from the patient. They reported that in september of last year they started to get concerned about the implantable neurostimulator (ins) battery longevity because it indicated the ins battery had less than 1 year remaining. They were told the ins battery was supposed to last 5-7 years. A month later the ins battery had less than 10 months remaining, and three months later it had less than 5 months. Today, the patient saw the elective replacement indicator (eri) message for the first time, and the app indicated the ins battery had less than 3 months remaining. The patient had already notified their healthcare provider (hcp) of their concern and they are scheduled to have the ins battery replaced. The patient asked if the ins battery will reach end of service (eos) before the surgery date. Agent reviewed that it would be unlikely for the ins battery to reach eos before then considering they just saw the eri message for the first time today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the expected life of their battery was 5-7 years, but they were down to less than 9 months after having the battery implanted in (B)(6) 2023.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the battery reaching eri was undetermined. The battery was replaced on (B)(6) 2025. According to the hcp it was too soon to tell if the issue resolved with battery replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.